Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
The customer reported low oxygen (o2) error message. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer confirmed the unit was producing a "low o2" alarm. The customer also reported on a later date, " high internal oxygen (o2) alarm." The remote service engineer (rse) advised the customer that the alarm is probably caused by the external (o2) sensor. The customer verified the o2 cell is providing fio2 readout on the patient info screen. The fio2 readout would be expected to read lower than the set. The rse recommended the respiratory therapist (rt) that the cell can be disconnected to clear the alarm. However, (rse) advises there still needs to be a way to monitor (o2) levels to or at the patient.

Manufacturer narrative:
G4:13apr2021 b4:1(B)(6)2021 additional information was received indicating that the bio-med found an oxygen leak where the o2 comes into the water trap which resulted in oxygen leaking inside the unit. The biomed reported to have fixed the leak on the incoming o2 supply of the water trap and the problem was resolved. The unit was returned to clinical service with no repeat issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01apr2021. B4:06apr2021. When this issue occurred, the patient was swapped out, and there was no patient harm reported. Multiple good faith efforts were made to obtain information regarding repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.